Manufacturer narrative:
On inspection, the device had a burnt flex strip and connector pins indicating that the motor cartridge had heat damaged. Run on will be caused if damaged to the motor cartridge allows magnetic leak onto the hall sensor, causing the drill to activate without use of a switch.

Event description:
The tps universal driver was sent for service and it ran on its own without activation during performance testing. No adverse event was associated with the device.